Event description:
It was reported that the patient received inappropriate shocks due to oversensing. Double counting of ventricular rate resulted in detections of vf. Drop in impedance, r-waves and increase in capture threshold were observed. Lead dislodgment also observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.